Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. It was noted during procedure that the patient had pericardial effusion. The system was explanted. The patient was stable after the explant procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.